Event description:
Customer reports one incident of blood leak in march, with a CT-190g dialyzer. Reuse number unknown. No significant blood loss was noted. Treatment was discontinued and resumed with new disposables and completed without incident. Hcp reported that there was no patient injury or medical intervention associated with this incident.